Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the distal segment was returned and analyzed and the inner and outer insulation had breached metal induced oxidation. There was blood/ body fluid (not obstructed) on all conductors and the conductors were distorted. The outer insulation was melted and had cosmetic environmental stress cracking. There was blood in/on the helix mechanism and the tip seal was observed out of position.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be evaluation summary for (B)(4): the distal segment was returned and analyzed and the inner and outer insulation had breached metal induced oxidation. There was blood/ body fluid (not obstructed) on all conductors and the conductors were distorted. The outer insulation was melted and had cosmetic environmental stress cracking. There was blood in/on the helix mechanism and the tip seal was observed out of position.

Event description:
It was reported the atrial lead had increased thresholds and high impedance. The lead was removed and replaced. No patient complications were reported as a result of this event.